Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
Legal case - (B)(6). (B)(4). As reported via legal documentation the patient had an initial bilateral knee replacement on (B)(6) 2015. Approximately 1 year and 10 months after the initial the patient had their first left knee revision on (B)(6) 2017 with a second optetrak polyethylene tibial insert (serial #: (B)(6)). Approximately 1 year and 8 months after the first revision the patient had a second left knee revision on (B)(6) 2019 due to mechanical loosening and accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi search - hss - no results